Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified right superficial femoral artery (sfa). The common femoral artery (cfa) was predilated. Sub-intimal recanalization was performed at the sfa from the origin to the hunter. Pre-dilatation was performed on the sfa. The result was not adequate with images showing dissections. A 7x150 absolute pro stent was advanced with resistance to the proximal part of the sfa. During the attempt to deploy the stent the handle stuck and the stent was not deployed. The stent delivery system (sds) was retracted and 2 cm of the stent implant was observed to be deployed and the handle seemed to have released. A second 7x150 absolute pro was inserted to be placed at the lower sfa; however, crossing was difficult due to calcification. During the attempt to deploy the stent the thumbwheel stuck, deploying 2 cm of the stent. The handle opened and the wheel turned freely without resistance without releasing the stent. An attempt was made to retract the sds; however, the stent implant separated leaving 2 cm of the stent in the artery at the hunter level. During retraction of the sds, the remaining part of the stent was released from the sheath into the long introducer located at the external iliac artery (ia). When attempting to retrieve the device; the proximal part of the stent slipped from the introducer sheath into the artery. Another long introducer was positioned to insert and deploy a non-abbott 7x120 stent in the proximal sfa. A 5x60 xpert stent was successfully deployed at the cfa. The absolute pro stent part located in the external ia was compressed into the artery wall with a balloon to secure it in the artery. The patient's condition is good and the right artery tract is permeable.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo 180, terumo stiff 180; guide cath: 0.018 sv 8 cordis; sheath: terumo 6f, terumo destination 45 cm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional absolute pro ll referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent was unable to be confirmed however the premature deployment was confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.